Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with a pacemaker was still having issues even after having an ablation. The patient will have a follow up appointment with physician. The device remains in service. No adverse patient effects reported.